Event description:
Japanese breast cancer society reported 33 cases of "nipple areolar necrosis", "skin necrosis at the incision site or skin flap", "te exposure from the skin necrosis site", "wound dehiscence", "replaced due to upper deviation of the implant", "pain or discomfort" and "postoperative hemorrhage/hematoma". Devices placement are unknown.

Manufacturer narrative:
The event of exposure and wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and wound dehiscence.